Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported having a few bad days and her blood glucose level has constantly been elevated. Pt stated the infusion device has not had any alarms on the device and she has been using a temporary basal rate to increase the amount of insulin being delivered. Pt reported despite this she continues to experience elevated blood glucose readings. Blood glucose readings were not provided. Pt uses 2 different types of infusion sets. Advised pt to try only one type of infusion set for a few days to establish what could be causing the concern. Advised pt to try to use different infusion sites to try to let the old ones heal. Pt reported she has been using the backup infusion device and her blood glucose levels have returned back in control and within target range. Pt's target blood glucose range was not provided. Pt stated she feel the infusion device is causing the concern. Pt reported she has been speaking with her dsn and they will hopefully be able to meet to determine what could be causing the concern. On (B)(6) 2012, pt reported visiting the hosp and meeting with the company rep who performed some basic tests on the infusion device. Pt stated the company rep advised that the piston rod of the infusion device did not seem to functioning properly when running a prime. Pt reported the company rep stated she felt the piston rod was potentially sticking, getting stuck and was not moving properly and consistently and advised the infusion device be replaced. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.